Event description:
In 2005, two invance male slings were implanted (lot #409913 and 0425903072). Info received on 06/22/09 from the pt indicates that "a couple of yrs ago" his slings were removed because it just never worked right for him.

Manufacturer narrative:
Additional lot# : 0425903072.